Event description:
It was reported that intermittent atrial undersensing was observed on the presenting electrogram of the implantable cardioverter defibrillator (ICD). The atrial sensitivity was set to automatic gain control at 0.5 mv. Other lead measurements were satisfactory. Further review of the device settings was recommended. The atrial lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Released.